Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker could not be released from the delivery catheter. The device was not used. The patient condition was unknown.